Manufacturer narrative:
Correction: please note that conclusion code no longer applies to this report. Analysis of the pocket adapter found the ¿#0 and #1 conductors were broken 2.8 cm from the proximal end.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information noted the patient's unipolar electrodes 0 and 1 had high impedances of 29961 and >40000 ohms respectively when measured on (B)(6) 2015. It was also noted that all bipolar electrode pairs involving electrodes 0 or 1 had impedances of at least 28598 ohms. At the time of impedance testing the patient's therapy was programmed to use unipolar electrode 2. Impedance testing performed following the replacement of the pocket adapter indicated all unipolar and bipolar electrode impedances were within the normal range. It was noted the patient was administered antibiotics following the pocket adaptor replacement procedure and that the administration was completed as of (B)(6) 2015. The patient was indicated to have been implanted in their subthalamic nucleus (stn) for the treatment of parkinson's disease (pd).

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that there were impedance issues, high impedances. Troubleshooting was performed: the contacts were changed to avoid the issue, but the impedance problem returned. Intraoperative investigation changed the adapter, issue was now resolved. The adapter was the problem. The patient was alive with no injury. No further patient complication reported. If additional information is received, a follow up report will be sent.